Manufacturer narrative:
No further information is available. This report will be updated if additional information becomes available.

Event description:
Boston scientific crm received information through the latitude product monitoring system that this device had delivered a red alert after recording a right ventricular (rv) pacing impedance out of range. No adverse patient effects were reported.